Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman 10fr d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, fluid leak and the identified deformation due to compressive stress issue as a longitudinal split was noted approximately 31.1cm from the distal end of the y-body and a leak from the longitudinal split was noted. Furthermore, the edges of the longitudinal split appeared smooth; a bend on the catheter was observed around the site of the split. Multiple kinks were observed throughout the length of the catheter, distal to the y-body. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman d/l catheters that are cleared in the us. The pro code and 510 k number for the hickman d/l catheters are identified in d2 and g4. H10: d4 (expiry date: 01/2024), g3, h6 (device). H11: b3, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post catheter placement, the catheter allegedly broke. It was further reported that contrast medium allegedly leaked and the patient experienced extravasation, swelling and edema. Patient current status was unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman d/l catheters that are cleared in the us. The pro code and 510 k number for the hickman d/l catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that some time post catheter placement, the catheter allegedly broke. It was further reported that contrast medium allegedly leaked and the patient experienced extravasation, swelling and edema. Patient current status was unknown.